Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back for assistance in programming the glucose meter ID into the pump. The patient also called back to conduct the high pressure test as she received the tubing clamp. Assisted the patient with the high pressure test, and the pump passed. The patient also stated that she made changes to the bolus wizard settings, and has no longer been experiencing low blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose of 296, 268 and 493 mg/dl and lows of 75 to 93 mg/dl for the last few days. Current blood glucose was 240 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Customer declined to check the site. The settings and bolus history are accurate and no error alarms found in the history. The high pressure test was not performed since the customer did not have a tubing clamp. Customer would call back when receiving the tubing clamp.